Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Healthcare professional reported right side "the patient will conduct a biopsy. After insertion in 2016, it will be replaced with entericoma." Device remains implanted.